Manufacturer narrative:
Upon further investigation, the customer reported that the device was not in clinical use at the time of the event as it had occurred during testing. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Event description:
The international philips field service engineer (fse) reported that a ventilator had an air leakage that was not displayed. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4:13apr2021; b4:10may2021. There was no delay to patient therapy reported. The philips international field service engineer (fse) evaluated the device and reported that no spare parts were required for the repair of the ventilator. The fse reported that they restarted the device, began the debugging parameters, and the device works normally now. The device was tested to confirm functionality and reported to have been repaired. No other anomalies were reported.